Event description:
The customer reported that his olympus gastrointestinal videoscope was experiencing an aspiration problem during reprocessing. There was not patient involvement during this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as the nozzle was clogged with a foreign material. This report is being submitted to capture the insufficient reprocessing noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The nozzle was clogged due to foreign material. Additionally, the adhesive had peeled off with a sharp edge exposed. The lower part of the adhesive section was also noted with discoloration. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that solid foreign material clogged the air/water nozzle. It was confirmed that the user implemented reprocessing according to the instructions for use (IFU). No deviation from IFU was observed. Olympus will continue to monitor field performance for this device.